Event description:
It was reported that there was no specific allegation of a pump problem, but that the pump had been dry for two years and that the pump off state password was requested. The pump was infusing an unknown drug. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).